Event description:
It was reported that the customer's insulin pump was shutting off and on for 45 minutes. He also experienced failed battery test alarms. Customer's blood glucose level at the time was 375 mg/dl. The customer stated that they were inserting a battery after the insulin pump turned off and receiving failed battery test alarms. He inserted a brand new battery each time he received the failed battery test alarms. The customer was advised to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The device was received with normal operating currents. No damage found on the lcd isolation tape noted. The device was monitored for several days and no failed battery test alarms occurred during testing. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.